Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to find a good location to place the lv lead. Lead could not be placed. Lead was not used. Patient was discharged.